Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer does not perform the air removal process. Tandem technical support informed customer that not performing the air removal process if off label per the tandem user guide. Customer performed air removal step and reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.